Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached application needle that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.